Manufacturer narrative:
This device was bipap plus m manufactured on (B)(6) 2008 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer was contacted in reference to the bipap plus m. The patient is alleging asthma (new or worsening). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.